Event description:
Info received indicates the ground loss light on the footboard was flashing.

Manufacturer narrative:
The tech isolated the problem to a loose ground pin on the ac power cord plug. He replaced the ac plug to repair this bed.